Event description:
A patient reported an informational power on reset (por) error message on their patient programmer. The steps to clear the por were reviewed with the patient and they were able to clear it successfully. It was reviewed that once therapy was turned back on, it would resume at the last programmed parameters and the patient was to adjust if needed. It was unknown if therapy was adequate. The patient was redirected to their healthcare provider (hcp). No patient symptoms were reported. Indication for use is other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.